Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that the control unit is sticky (foreign material) due to water leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the control unit is sticky (foreign material) due to water leakage. Based on historical data, it was most likely that the reported malfunction was due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.